Manufacturer narrative:
The reported complaint of "the thermogard console (sn: (B)(4) was unable to reach the target temperature during re-warming the patient" was confirmed during the analysis of the event logs but was not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended. The probable root cause of the reported issue was the esophageal temperature probe, which resulted in an inaccurate reading of the patient's temperature. Upon visual inspection, no physical damage was observed. During the analysis of the event logs, it was noted that during re-warming the patient in controlled rate mode, there was a fluctuation in the temperature. The event logs revealed that the patient's temperature dropped dramatically (as reported in the complaint from 34°c to 27°c), which caused the system to adjust the coolant bath temperature, as needed. Nevertheless, the console performed within specification and did not display any alarms or error messages. Functional testing was performed using the customer's temperature probe cable, and no issue was observed. The thermogard ivtm system passed all functional tests, including the system slew rate test. The thermogard is ready for clinical use.

Event description:
The thermogard xp ivtm system (sn: (B)(4) was used for ivtm therapy on a patient who survived cardiac arrest. On the second day of the treatment, rewarming the patient was initiated using the same catheter. The patient's temperature was measured at 31.8°c, and the target temperature was set at 37°c. The console was set to a controlled rate of 0.25°c/hour for rewarming. On the second day of the rewarming phase, it was noted that the console was unable to reach the target temperature. The dwell time of the catheter was about 63 hours when the issue was noted. As reported, there was a moment when the patient's esophageal temperature dropped from 34°c to 27°c. All tubings were checked and there were no kinks, bends, or occlusions observed in the suk and/or the catheter, and no alarm was displayed on the console. A chest x-ray was performed and confirmed that the temperature probe was properly placed in the patient's esophagus. The physician decided that it was unnecessary to change the temperature probe, but the temperature cable was replaced. When the patient's body temperature on the display screen was read at 33°c, the patent's ear temperature was measured at 34.5°c. After the ear temperature reached 35°c, the physician ended the ivtm therapy. No consequences or impact to the patient.